Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing noted. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
It was reported that customer received a button error alarm. Customer is on vacation and inquired if button error alarm could have been caused by moisture. Customer was advised that it could be caused by moisture if there was a hairline crack on insulin pump. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)